Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown. The event occurred during programming/set up in the emergency room department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, an improper shutdown occurred. A review of the event history log revealed improper shutdown messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an dried liquid substance on the back flex battery contact pins that caused the contact pins to become compressed. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.